Event description:
When connecting the device to the three way connector already inserted in the pt, there was blood leakage with blood exposure to the clinician's ocular mucosa. The source pt was (B)(6).

Manufacturer narrative:
To date, no sample have been received for eval. If the sample is received, a supplemental report will be submitted upon completion of the investigation. (B)(4).